Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during liver transplantation surgery, clip slippage occurred.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1800528 was manufactured on 05/22/2018 a total of 288 pieces. Lot was released on 06/01/2018. DHR investigation did not show issues related to complaint. The customer returned one unit of 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. There was also tape on the handle. The customer returned one unit of 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. There was also tape on the handle. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the first clip tested from properly loading. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the first clip was unable to load due to the buildup of biological material in the jaw, operational context caused or contributed to this event.

Event description:
It was reported that during liver transplantation surgery, clip slippage occurred.